Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the green sureform 45 reload to perform failure analysis. A review of the stapler logs was performed for this procedure. The sureform 45 stapler instrument was installed on the system ten times and fired ten sureform 45 reloads. On each install, the first clamp was successful, and the firings were both completed with no pauses for compression. The instrument was then removed and not used again in the procedure. No stapling issues or errors were observed in the logs. .

Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy procedure, the staple line on the bronchus opened on post-operative day # 1. The procedure was completed using a sureform 45 stapler instrument with a green sureform 45 reload. The following information is unknown: the cause of the staple line defect, if any issues were observed by the customer while using the sureform 45 stapler instrument, and what medical intervention was performed as a result of this event.